Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 577 mg/dl as well as insulin pump had blank display. Customer did not report any symptoms or treatment related to high blood glucose. The customer was agreed to perform troubleshooting. The customer was assisted with troubleshooting and the display did not return. Customer states that contacts on battery cap was not missing. The insulin pump will be returned for analysis.